Event description:
It was reported that 2 bd ultra-fine¿ 3/10ml insulin syringes experienced hub separation of the hub from the device. The following information was provided by the initial reporter: the customer reported needle/shield separation from the barrel that had occurred when removing the orange shield.

Manufacturer narrative:
H.6. Investigation: customer returned a sample and images were forwarded to the manufacturing site of a 0.3ml syringe. The first syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 2 bd ultra-fine¿ 3/10ml insulin syringes experienced hub separation of the hub from the device. The following information was provided by the initial reporter: the customer reported needle/shield separation from the barrel that had occurred when removing the orange shield.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.